Event description:
This is filed for a device damaging another device. It was reported this was a mitral valve and tricuspid valve procedure performed on (B)(6) 2022. One mitraclip was implanted on the mitral valve without issue reducing the functional mitral regurgitation from 4 to 1. To treat the tricuspid valve, a mitraclip was implanted off-label on the tricuspid valve. A second mitraclip was advanced to the tricuspid valve, however the this clip made contact with the first clip on the tricuspid valve causing a single leaflet device attachment (slda). The second clip was implanted which helped stabilize the slda clip and tricuspid regurgitation was reduced from 4 to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4) patient selection. The additional mitraclip referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported device damaged by another device (caused damage) appears to be related to procedural conditions. The reported off-label use was due to the user performing the mitraclip procedure on the tricuspid valve. There is no indication of a product issue with respect to manufacture, design, or labeling.